Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction: strip issue or/and user high glucose value. Manufacturer contacted customer with follow up phone calls for knowing the customer's condition and ensure the new product replacement resolved the initial concern;unable to talk to customer.

Event description:
Customer complains of hi results (more than 600mg/dl). Pharmacist called on behalf of an employee stating he opened a meter off of the shelf because the employee was feeling ill and was throwing up. The employees sugar was hi. Pharmacist called 911. The customer's expected blood result is 250-280mg/dl fasting. Verified the strips expire 3/23/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained hi and hi reviewed meter memory: hi 12:06pm (B)(6). Hi 12:05pm (B)(6). Hi 12:04pm (B)(6). Customer is concerned with all of the results. Customer only had three results in the meters memory.

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue or/and user high glucose value. Manufacturer contacted customer with follow up phone calls for knowing the customer's condition and ensure the new product replacement resolved the initial concern;unable to talk to customer.

Event description:
Customer complains of hi results (more than 600mg/dl). Pharmacist called on behalf of an employee stating he opened a meter off of the shelf because the employee was feeling ill and was throwing up. The employees sugar was hi pharmacist called 911. The customer's expected blood result is 250-280mg/dl fasting. Verified the strips expire 3/23/2018. Customer confirms the strips have been properly stored and were first opened 2/25/2016. Customer performed a back to back blood test and obtained hi and hireviewed meter memory: (B)(6). Customer is concerned with all of the results. Customer only had three results in the meters memory.